Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose. The customer reported that the insulin pump was stuck on fill cannula screen. The customer's blood glucose was 400 mg/dl at the time of the incident. The customer's blood glucose was 417 mg/dl at the time of hospitalization. The customer stated that they were wearing the insulin pump at the time of hospitalization. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked case at the display window corners, a cracked display window, cracked battery tube threads and minor scratches on the lcd window.